Event description:
Pt tested blood glucose as 387 mg/dl on suspect device. He dosed himself with insulin r and l based on this reading before bed. Later in the night he could not be aroused and emt's tested his blood glucose as 87 mg/dl on suspect device. They administered a glucose IV and pt is fine now. Pt was not storing his strips correctly and the strips were expired.